Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article, "distal endovascular extension after fet: short and mid-term outcome in a high-volume single-center experience."

Event description:
This study compared the results of multiple thoracic endovascular aneurysm repair (tevar) procedures utilizing frozen elephant trunk (fet) technology. The intention of this study was to determine procedure outcomes of distal endovascular extensions after fet procedure. The rate of vascular complications were low; however, for proglide, included the following: unspecified failure causing bleeding that required surgical intervention. One death occurred; however, it was not related to the use of proglide. The article concluded that distal endovascular extension after fet repair is a feasible method of treatment. Specific patient information is documented as unknown. Details are listed in the attached article, "distal endovascular extension after fet: short and mid-term outcome in a high-volume single-center experience." No additional information was provided.